Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned vascular treatment, and procedure got delayed. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and checked the reported problem. Fse suggested to biomed to check the speed controller was pressed at start up. Biomed was hung up the speed controller and rebooted the system. After repair the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized movements are unavailable. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.